Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, distal femur fracture, flexion instability and tibial loosening at the bone to cement interface due to fall. Cement manufacturer is unknown. It was also reported that the patient had a prior right knee revision done sometime within the last 10 years in poway, ca for tibial loosening. The surgeon told the sales rep that from looking at the x-ray his plan was to nail the femur thru the sigma cr femur. He also said that he believes the tibial component also became loose after the fall, so he wanted to revision the tibia. He said the patient never complained of pain or instability before the fall, even though under his exam, the patient had a lot of flexion instability. He felt like he needed to add thickness to the already thick tray the patient currently had in. The surgeon in california, didn't use a stem with his revision tibia. The surgeon nailed the femur, then removed the loose tibial component with ease. He ended up using the next size tibial sleeve (37mm), putting in a 115x14 pressfit stem, and went with the 25mm thick tray and a 10mm insert. He was happy with the stability and with how the fracture was nailed. Doi: last 10 years; dor: (B)(6) 2020; right knee.